Event description:
It was reported, the pt developed sores all over her body. The pt states, she saw a physician who indicated the sores were caused by the scs lead. However, the pt's implanting physician does not believe the issue is caused by the scs lead. The pt indicates that her scs system is providing effective stimulation. Surgical interventional may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.